Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. It was reported that the insulin pump¿s reservoir¿s clear rim broke off. Customer only reported the reservoir as damaged. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken insulin pump for analysis.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, stained serial number label, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.